Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture due to dislodgement which was confirmed upon chest x ray. The lead was explanted and replaced on (B)(6) 2019. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.